Event description:
It as reported that this implantable cardioverter defibrillator (ICD) triggered code 1003 indicative of voltage too low for projected remaining capacity. Patient first heard beeping sounds which boston scientific technical services (ts) recommended to had that device checked by the physician. Additional information provided by engineering by reviewing the safe to disk data stated that battery is depleting faster than expected and therapy could be compromised after 90 days. Boston scientific technical services (ts) recommended explanting the device and send it back to boston scientific. No adverse patient effects were reported. Additional information was received indicating that a device replacement had not occurred as the patient no longer needed the device. The device had been nearing end of life (eol) and the patient received multiple shocks although they had thought the device was no longer programmed on. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. Records indicate the device was retained by the patient.

Manufacturer narrative:
Correction to field h6: impact codes.

Event description:
It as reported that this implantable cardioverter defibrillator (ICD) triggered code 1003 indicative of voltage too low for projected remaining capacity. Patient first heard beeping sounds which boston scientific technical services (ts) recommended to had that device checked by the physician. Additional information provided by engineering by reviewing the safe to disk data stated that battery is depleting faster than expected and therapy could be compromised after 90 days. Boston scientific technical services (ts) recommended explanting the device and send it back to boston scientific. No adverse patient effects were reported.

Event description:
It as reported that this implantable cardioverter defibrillator (ICD) triggered code 1003 indicative of voltage too low for projected remaining capacity. Patient first heard beeping sounds which boston scientific technical services (ts) recommended to had that device checked by the physician. Additional information provided by engineering by reviewing the safe to disk data stated that battery is depleting faster than expected and therapy could be compromised after 90 days. Boston scientific technical services (ts) recommended explanting the device and send it back to boston scientific. No adverse patient effects were reported. Additional information was received indicating that a device replacement had not occurred as the patient no longer needed the device. The device had been nearing end of life (eol) and the patient received multiple shocks although they had thought the device was no longer programmed on. The device was subsequently explanted and replaced. No additional adverse patient effects were reported. Records indicate the device was retained by the patient.